Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 prompting repeated restarts when the user attempted a meal announcement, consistent with a motor stall and device malfunction that interrupted normal pump operation. Symptoms included hyperglycemia, with a reported peak of 234 mg/dl lasting about 40 minutes, and the user reported feeling okay without acute clinical symptoms such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of the device event history and user report, confirmation of the alert, and arrangement of a replacement unit with instructions to shut down the device and to return it. Investigation of this device revealed a malfunction consistent with a motor stall that triggered restart behavior and prevented meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a motor stall.